Manufacturer narrative:
The device was not returned to olympus for evaluation. An olympus endoscopy support specialist (ess) visited the customer and noted during the in-service, poor handling practices of the scopes from doctor to nurses. Ess (endoscopy support specialist) observed scopes were being stacked, staged on table on top of with other equipment/accessories. The connectors were dropped to floor and left lying there until they were put in trays. The trays were stacked without lids on them. While untangling the cord on a scope the doctor twisted the scope with no regard to safety of insertion tube/distal end. Several times the insertion tube was bent excessively to be held in one hand. Ess recommended that the customer needed to perform precleaning at bedside, transport, and storage in trays. The nurses could use education on proper placement of scope in tray for transport. Lastly, it was recommended care and handling service for all staff members. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility requested reprocessing in-service for oes cystonephrofiberscope. An olympus endoscopy support specialist (ess) visited the customer and noted during the in-service, the scope was done being used and/or when procedure was over. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction. Event: corrected initial verbiage in the event description. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the facility not properly reprocessing and device handling likely occurred from human error. However, a definitive root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "preclean the endoscope at the bedside in the procedure room immediately following the procedure. When using the cyf-5, these steps are to be performed when the light source is turned off. When using the cyf-5a, the steps are to be performed when the suction pump is turned on and still connected to the endoscope. If the endoscope is not immediately precleaned, residual organic debris will begin to solidify, and it may be difficult to effectively reprocess the endoscope." Olympus will continue to monitor field performance for this device.

Event description:
An olympus endoscopy support specialist (ess) visited the customer and noted during the in-service, no pre-cleaning was completed when the scope was done being used and/or when the procedure was over.